Event description:
The ge oec 9800 fluoroscopy system had reported poor image quality during a procedure. Grainy images. Pt reported large.

Manufacturer narrative:
A ge oec service representative was investigating the issue and replaced the image processor ocb, the generator batteries, and the power cord. The system was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.